Manufacturer narrative:
(B)(4) method: the subject device, opt318 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the subject cannula was broken during use conclusion: we are unable to determine the cause of the reported event. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch is quarantined for further investigation. The user instructions which accompany the optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not stretch or crush tube." - "ensure that all connections are secure dung use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in china reported via national medical products administration (nmpa) reporting system that the opt318 optiflow junior nasal cannula was broken during use. It was further reported that the cannula was replaced with no consequences to the patient.